Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, UDI#: asku. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study regarding a patient who was implanted with a neurostimulator (ins) for unknown indications for use. It was reported that the patient had a blister on the scar of the left lead. Examination by the physician on (B)(6) 2019 left doubt about the healing of the scar, and examination on (B)(6) 2019 determined a return to the operating room on (B)(6) 2019 was necessary. No actions had been taken yet and the event was ongoing. Etiology was considered related to procedure and incisional site/device tract and not related to device/therapy. No further patient complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 3389-40, lot# va1tmxf, implanted: (B)(6) 2019, product type: lead. Review of additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that surgical intervention was programmed for scar care and cleaning, but was cancelled because of the good healing of the scar. There was no more blister. The event was resolved without sequelae as of (B)(6) 2019. MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event.